Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 jaws bend during use. A new kit was used to complete the procedure. There were no pt effects. The product is not returning.